Manufacturer narrative:
H3: an overheating test could not be conducted due to another device malfunction. The likely cause was identified as difficulty with in sertion. It was also noted worn bearings, broken shaft. Date of notification: 2024-sep-05 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment will not lock and the motor overheating. It was reported there was no patient involvement.